Event description:
It was reported that the patient with this right ventricular (rv) lead heard tones every four hours for an alert. A lead integrity alert was confirmed, related to sensing integrity counter and high rate non sustained episodes which were already known. The alert was turned off. The rv lead remains in service. There were no adverse patient effects reported.